Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after completing an angiographic diagnostic procedure, the physician attempted to use the angio-seal device. Upon removing the device from the package, a bend was observed at the locator. Therefore, another angio-seal of the same model of a different lot was opened and used to successfully achieve hemostasis. The patient remained safe with no adverse effects. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in unused condition. The dilator was noted to have a kink at the blood inlet hole. The angio-seal device was returned for evaluation. As a kink was noted at the blood inlet hole of the returned locator, the complaint can be confirmed for a kinked locator. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).